Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. A correction to b5 was made and should be: the manufacturer was contacted in reference to the voluntary field safety notice /recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to sound abatement foam that became degraded and caused the patient to have sarcoidosis and chest pains, breathing problems, sore throat, dry sinuses, choking and chest pains for months before. The reported event that the patient was diagnosed with sarcoidosis; has breathing problems and chest pain is assessed as a serious injury but not related to the device. Therefore, the device did not cause or contribute to a serious injury or death. However, use of the recalled device could possibly cause or contribute to the reported non-serious symptoms of headaches, sore throat, dry sinus. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed.   H6 health effect- clinical code, type of investigation, investigation findings and investigation conclusions have been updated in this report.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop sarcoidosis and chest pains. There is no report of the medical intervention that the patient has received at this time. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.